Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case near the display window corners, cracked display window, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window, a stained end cap sticker and a stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was against his skin and may be exposed to sweat. Customer's blood glucose reading at the time of the call was 5.2 mmol/l. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.